Event description:
Boston scientific received information that following right ventricular (rv) lead and device implant, high shock impedance measurement continued to be observed. This revision was being performed, as the same observations had been illustrated with the previous rv and device. It was then discussed if this might be related to a patient condition, rather than a product malfunction. The field representative reported no apparent connection issues and no system noise was present. The physician elected to close the pocket and conclude the revision procedure. A save to disk was collected for analysis to assess delivered shock values. No adverse patient effects were reported. Subsequently, a shock lead impedance test was performed: results of the test returning a measurement of 95 ohms. The physician was satisfied with the system function and measurements. The disk information is still under review.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.